Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery got hot to touch when plugged into a power source to charge. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 77-96 mg/dl.